Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the listed device was in use with a child when the child accidentally removed the tube from their stoma. The child's parent discovered the tube on the floor and upon examination, found the tube was worn and revealing the inner metal coil. The reporter stated that the child is not ventilator dependent and there were no adverse effects to patient related to the event.

Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection found that the shaft of the device appeared to have been pinched/smashed near the distal end. The silicon of the shaft was cracked and the spring coil was distorted and partially exposed at various points. The device history review did not identify any anomalies in the raw materials or the manufacturing processes. Product investigation was unable to determine the root cause of the shaft delamination and damage; however, in order for the defect to have occurred, some force must have been applied to the device, possibly by a suction catheter or scope. Several inspections are embedded into the manufacturing process that would have detected and rejected the defective product; therefore, no evidence was found to indicate that the delaminated shaft is due to an intrinsic manufacturing issue.